Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device inhibited therapy due to a bigeminal avoidance condition. The patient's rhythm was a slow vt in the vt-1 zone for which therapy was not delivered. The patient was asymptomatic and presented for a routine device check. Programming changes were recommended.

Event description:
New information received notes that programming changes were made. The patient was fine and there were no adverse events.